Event description:
Haldol 5mg ordered for patient (B)(6) 25g x 1 1/2 in needle attached to syringe after medication drawn up. After inserting needle into patient's arm, upon starting to push plunger of syringe, needle broke at orange base. Able to reattach and administer medication.